Manufacturer narrative:
Continuation of d10: product ID 978b128 lot/serial# (B)(6): (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were not sure if the leads were placed in the correct position since implant. Patient said when they did the test they had almost 100% improvement and could go about 3 hours without having to use the bathroom. Since implant, patient said there has been no improvement and they feel the stimulation thumping down their leg. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient reported urinary symptoms.